Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no defect was found. A field service engineer (fse) confirmed that there were no signs of failure at the station, and no error icons were displayed on the screen. The fse logged into the station and rebooted, which restarted successfully, though the application initially ran slightly slow before returning to normal performance. To verify functionality, the fse asked the user to log in and retrieve medications, which did without any issues. The customer also confirmed that user had not experienced any problems with station. The system functioned as intended when the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was shutting down unexpectedly without any apparent reason. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.